Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The snubber board and the x-ray tube were replaced. The c-arm generator and filament calibrations were performed. The imaging and dose output was appropriate according to specifications. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not display an image and displayed a low kilovoltage error. No patient injury was reported.